Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.

Event description:
It was reported that during initial implant the lead was damaged. Therefore, the lead was replaced with a new lead. No patient complications have been reported as a result of this event.